Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. This was determined reportable per edwards lifesciences procedures.

Event description:
A customer contacted beckman coulter and reported that erroneously low result for total bilirubin (tbil) was generated by the lx20 for two patients. The samples were repeated on the same analyzer. The repeated results were higher and amended reports were issued. The results were reported out of laboratory. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
No additional information has been provided. Customer letter not required. (B) (4) = sizing issue. Device will not be returned.

Event description:
Reportedly, the device was explanted at implant due to a sizing issue. Per the cer: physio ii ring 5200m30 was implanted to correct mitral regurgitation on (B) (6) 2010. Patient also had af and maze surgery was performed. After the implant, level iii regurgitation was confirmed from a3 segment. Physio ring 28mm was implanted as a replacement and the operation was completed. Customer commented that it was a mischoice of the size and does not think this explant was a product related. Device was not returned from customer.